Event description:
During an instability repair, the distal portion of a 60 degree suture grasper separated from the shaft of the device into the patient. The fragment was retrieved from the body and the case was concluded without further incident or harm to the patient.

Manufacturer narrative:
The device has just been received and upon cursory inspection, we can see that the condition of the device confirms the complaint verbiage. At this time, the device is being forwarded to the quality and engineering groups for a root cause failure analysis.